Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug(s) of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that an infection in pocket had occurred.  The date/onset of the event was unknown.  There were no known environmental/external/patient factors that may have led or contributed to the issue.  The issue was not resolved as of (B)(6) 2021.  Surgical intervention was planned to occur on (B)(6) 2021.  The patient's weight and medical history were unknown or would not be made available.